Manufacturer narrative:
Continuation of d10:product ID 37761 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), h3:analysis of the 37761 recharger (rtm) (serial number (B)(6) ) revealed a bent connector pin. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the recharger was not charging and consumer was unable to charge up their implant as the recharger was dead. The recharger screen was showing low battery while plugged into the desktop charger (dtc) cord this morning and the recharger screen at the time of call was blank even when plugged in. Caller confirmed ac power supply green light was on. Patient mentioned their ins battery level was at 25%. (B)(6) 2022 (B)(6), (B)(6) (con): it was reported that the patient received a replacement for the recharger and it initially seemed to resolve the issue they had with the recharger not taking a charge from the desktop charger (dtc). However, within the last couple of days, the patient noticed the recharger stopped taking a charge from the dtc again. At the time of the call, the recharger display was blank, and the patient saw the 'charge your recharger' warning screen after they pressed the green button. The patient confirmed the dtc was securely connected to the recharger, and they confirmed the power indicator on the ac power supply was lit green. The patient mentioned their implant was about 25% charged and they were unable to charge it due to the recharger not taking a charge from the dtc. Due to the issue persisting after the patient had the recharger replaced, an email to the repair department to replace the dtc. No symptoms reported.